Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the fracture was confirmed. The clinical/medical investigation concluded that, based on the information provided, the root cause of the reported event could not be definitively concluded, although bone quality could not be ruled out as a potential contributing factor. The assessed patient impact was the implant fracture and subsequent revision. Further patient impact could not be assessed. No further medical assessment could be rendered at this time. Should additional clinical documentation and/or relevant product evaluation results become available in the future, the clinical/medical task may be re-evaluated. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, abnormal loading of limb or excessive forces applied to implant. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a trauma procedure on (B)(6) 2019, a revision surgery was performed on (B)(6) 2021 to exchange a intertan 10mm x 38cm 130d rt because it was broken. The current health status of the patient is unknown. No further information is available.